Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer was giving differential voteouts. Customer reported that there was a leak in the differential mix chamber. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the quench line at the side of the differential mixing chamber was cut. The fse replaced the tubing. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).